Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the malfunction likely occurred due to a broken inlet, leading to power cord receptacle failure.

Manufacturer narrative:
The referenced maintenance unit was returned to the service center. The evaluation, could not confirm the reported "failing the electrical safety" as the unit was plugged into the electrical outlet and no power failure or shut-off was observed during 45 minute run time. Additional testing found the air pressure was low due to defective air pump unit and the air joint unit & connector socket were worn out. The power switch was found cracked / damaged and a torn plastic cap. The ac inlet at the rear was cracked. The four suction feet at the bottom had insufficient suction force. The unit was repaired back to standard specifications and returned to the customer. There was no previous repair records. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing, that every time the maintenance unit is plugged into the outlet, the unit fails the electrical safety test. No patient or user injury or harm was reported.